Event description:
Device was set up and tested. Catalyst supplied would not produce anaerobic conditions in cannisters. Manufacturer technical support suggested ordering more catalyst. Ordered in november, december and january. Would not pass qc. In february manufacturer requested return of the device for evaluation. Returned to user in march with no problems found. Catalysts continued to fail. In april notified by manufacturer that bad catalyst may have been released. Manufacturer promised certified catalyst. None received. Unit not usable after seven months.